Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was 317 mg/dl and did not lower after a 10 unit bolus was delivered. During troubleshooting with tandem technical support, the customer reported inputting the incorrect amount of carbs eaten and took a manual injection to cover the remaining carbs consumed.